Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that there was too much of resistance with the involved 6fr angio-seal device to advance the assembly into the artery, in spite of dilating to 7fr. With extra force it went in. Additional information was received on november 27, 2018. The procedure was a embolisation pcom aneurysm. They applied more force and managed to push through. The patient was reported to be well. The angio-seal was successfully deployed. There were no other devices or equipment used with the reported product.